Event description:
It was reported that the home patient (hp) experienced peritonitis manifested by cloudy peritoneal effluent coincident with continuous ambulatory peritoneal dialysis (capd) therapy. Two days after the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. The patient treatment was not reported. At the time of this report, the patient was still in the hospital. The patient was not recovering from peritonitis. The pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.